Manufacturer narrative:
The reported events of failure to capture were not confirmed. As received, a complete lead was returned in one piece, with the helix found partially extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead exhibited high capture threshold. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.